Manufacturer narrative:
A medtronic representative tested the equipment. Testing resulted in the replacement of the emitter. The system then passed system checkout with no issues. The system then passed the system checkout and was found to be fully functional. The emitter reported in the event was returned to the manufacturer for analysis. Analysis found that there was a recessed pin. Connector damaged, pin recessed. Physical damage confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that while installing the system the emitter was not functioning. The emitter was tested on a second navigation system and it still did not operate as intended. A secondary emitter from the second cart was then tested on both carts and functioned properly. The non-functioning emitter was noted to have a localizer fault message in the software when plugged in, and the emitter light on the breakout box showed as amber. No patient present.

Manufacturer narrative:
Analysis found: axiem emitter failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that while installing the system the emitter was not functioning. The emitter was tested on a second navigation system and it still did not operate as intended. A secondary emitter from the second cart was then tested on both carts and functioned properly. The non-functioning emitter was noted to have a localizer fault message in the software when plugged in, and the emitter light on the breakout box showed as amber. No patient present.